Event description:
Parent brought in a malem enuresis alarm and complained that it would constantly get hot under normal operation. I have seen the alarm and the issue remains. Batteries heat up the alarm to a point where one can not hold the alarm. It is a defect in the design or the alarm the parent received is faulty. In either case, the alarm is not operational and hazardous for children.